Event description:
It was reported that the customer experienced a high blood glucose level, but the specific value was unknown as it was only displayed as "high." The customer addressed the issue by administering a correction injection via multiple daily injections. Technical support instructed the customer to inspect various components such as the infusion site, tubing, and connections but no issues were identified. The customer was advised to replace supplies as necessary and to resume insulin use.